Event description:
It was reported that sometime post-op, x-rays revealed the pt has a broken dynamic posterior rod. The pt is reported to be asymptomatic and no revision is currently planned. The surgeon will monitor the pt every 3 months. No pt complications were reported.

Manufacturer narrative:
The device is reported to remain implanted; therefore no product is available for eval.